Manufacturer narrative:
The device was removed but not returned. The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient was hospitalized due to an infection at the ipg site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given IV antibiotics and the device was removed. The patient will continue the IV antibiotics and there have been no reports of further complications regarding this event.